Event description:
A 13 gauge x 3 " bone marrow biopsy needle broke in the patient. The broken piece of needle was retrieved with clamps. There was no harm to the patient. The patient was under sedation.